Event description:
It was reported that fluid could not be removed from the foley catheter.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. Sample has been evaluated and observed the catheter has been cut at the middle of shaft. No cap and valve was returned for evaluation. Therefore, further functional testing and full investigation could not be performed due to poor sample condition. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fluid could not be removed from the foley catheter.